Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photos. The photos showed that black residue was within the syringe barrel. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. DHR for syringe was performed for the batch 1287218 h3 other text : see h10.

Event description:
It was reported that the bd 20ml precise syringe experienced foreign matter in device fluid path. The following information was provided by the initial reporter: complaint: ["black residue in syringe once fluid drawn up"]. Description: anaesthetist drew up propofol into 20ml syringe and noticed black residue in the white fluid. Action: issue noticed prior to use and product not used on patient. Disposed of appropriately as schedule 4 drug.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 20ml precise syringe experienced foreign matter in device fluid path. The following information was provided by the initial reporter: complaint: "black residue in syringe once fluid drawn up". Description: anaesthetist drew up propofol into 20ml syringe and noticed black residue in the white fluid. Action: issue noticed prior to use and product not used on patient. Disposed of appropriately as schedule 4 drug.